Manufacturer narrative:
For lot number 181733f the mfg date is 04/21/2010. Eval summary: the complaint device associated with this report was not rec'd for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 178288f and 181733f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 178288f and 181733f met all release criteria prior to product release. For lot number 178288f, there are 2 similar reports of eye irritation for this lot. For lot number 181733f, there are 2 similar reports of eye irritation for this lot. For lot numbers 178288f and 181733f there are no other complaints for infection. Add'l info was requested via mail on 09/13/2010, 09/16/2010, and 09/30/2010; via phone on 09/13/2010, 09/20/2010, 09/22/2010, 10/04/2010, and 10/14/2010; and via fax on 09/16/2010 and 09/30/2010. At this time add'l info has not been rec'd. (B)(4).

Event description:
A consumer reported she experienced irritation, vomiting due to light sensitivity, bacterial infection, and trouble seeing following the use of this product. She stated she went to the doctor for the eye irritation and was treated with an unspecified antibiotic eye drop. She reported she continued to use the product and continued to have eye irritation. She noted her eyes felt gritty. She stated two weeks later, she went to an optometrist who treated her for a bacterial infection with an ophthalmic antibiotic. She reported more recently she started to experience vomiting because of light sensitivity and trouble seeing. She noted, she could not drive. She stated she went to an ophthalmologist who diagnosed her with a reaction to the product and treated her with a steroid. She reported, she is now using another multi-purpose solution. On 09/23/2010, add'l info was rec'd from the consumer stating her ophthalmologist told her she did not have a bacterial infection, but was experiencing an allergic reaction. On 10/04/2010, add'l info was rec'd the office manager of the optometrist stating the consumer experienced conjunctivitis, mild pain, irritation, and itching. She reported the optometrist treated the consumer with an ophthalmic antibiotic and she was unsure if the pt experienced a bacterial infection. She stated the optometrist does not believe the product was the cause of the event. Add'l info has been requested.